Event description:
Post market clinical study patient was implanted with perigee graft on (B) (6) 2008. During a monitoring visit on (B) (6) 2010, the 6 week visit records noted sui. It is unknown if event is related to device and procedure. Site determined this event is not serious. No further information was obtained at this time.

Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than it's usual. No device malfunction was reported and the device was not explanted. Complaint history review did not find any similar events.